Manufacturer narrative:
(B)(4) date sent 9/17/2025 d4 batch # unk b3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any piece detach/fall into the patient? If yes, was the piece retrieved? If yes, was the piece retrieved? If yes, is the piece returning or was it discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic retosigmoidectomy was started, the trocar was used, which began to leak the gas and when removing it from the cavity, it was observed that the same came without the internal rubber that seals. Another item was requested and everything occurred in the usual way. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2025. Additional information was requested, and the following was obtained: did any parts detach/fall on the patient? If so, has the piece been recovered? No piece fell on the patient. If so, the piece has been recovered no part fell on the patient and the part that fell was recovered if so, is the part returning or has it been discarded? The piece that fell was discarded.